Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Which firing of the device did this event occur on? The 7th, 8th, 9th and 10th. What vessel or structure was the device fired on at the time of the event?---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no information. What were the indications for surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information.

Event description:
It was reported that during an unknown procedure, scissoring occurred at the 7th firing. At the 8th firing, the jaws did not open momentarily, and then a formed clip dropped when the jaws opened. At the 9th firing, there was no unexpected resistance, but the fired clip was not placed on the blood vessel. The 9th clip was found inside the abdominal cavity. At the 10th firing, the clip was not placed and a malformed clip was found inside the abdominal cavity as well. All dropped clips were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon cycling the device, it was noted to be empty and locked out. One malformed and one scissored clips was returned inside a plastic bag. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No incident related to the reported event was observed during the batch record review.